Manufacturer narrative:
Date sent: 10/12/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that post op a gastric band procedure, the band was leaking and had to be removed. A new band was implanted with no impact to the pt.